Event description:
Patient experience recurrent cellulitis secondary to breast prosthesis which occurred in left anterior chest wall extending to left arm and into right side of chest. Previous simple mastectomy, right and left modified radical mastectomy. Implants were used for breast reconstructiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. The device was not destroyed/disposed of.